Manufacturer narrative:
Occupation: occupation is lay user/patient. The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter with an unknown serial number when compared to a laboratory result using the stago neoplastin method. The meter result was 7.6 inr and within 7 hours the laboratory result was 5.6 inr. The laboratory results were believed to be accurate and no changes to the patients warfarin dose were made based on meter readings. The patients therapeutic range is 2.5-3.5 inr and tests weekly.